Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent. Suspect strips will not be returned as customer has used them all.